Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon was stuck inside me, worried there may be some cotton in there [foreign body in reproductive tract] went to remove tampon and the string came right out [device breakage] went to remove my tampon and the string came right out [complication of device removal] consumer called stating she went to remove the tampon and the string came right out. The tampon was stuck inside. She was able to get it out with her fingers, but she was worried there might still be cotton in there. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon was stuck inside me, worried there may be some cotton in there [foreign body in reproductive tract], went to remove tampon and the string came right out [device breakage], went to remove my tampon and the string came right out [complication of device removal]. Consumer called stating she went to remove the tampon and the string came right out. The tampon was stuck inside. She was able to get it out with her fingers, but she was worried there might still be cotton in there. No serious injury was reported.